Event description:
Boston scientific received information that this patient was recently seen in the emergency room (ER) for syncope and dizziness. Boston scientific technical services (ts) was consulted and a review of the device diagnostics was performed. Everything appeared to be functioning appropriately and nothing suggested the cause of the syncope. Attempts to gain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this device was changed out due to normal battery depletion. The device was returned for analysis.